Manufacturer narrative:
Four pt control module samples and one 5ml/hr infusor were returned for analysis. The pcm samples were attached to a 5ml/hr infusor. The medication demand button was activated 5 times to measure the effluent and to evaluate performance. The 4 samples were measured to be within performance specification with flow rate accuracies of 94.4%, 92.3%, 100.5%, and 102.6% respectively. The pcm was also tested for shut-off. The pcm shut-off was adequate. The infusor was tested for flow rate accuracy. The infusor flowed at 107.9% fo the nominal flow rate which is within performance specification.

Event description:
Customer reports a pt control module attached to an infusor containing 100mg of morphine with saline to a total volume of 50ml. "Gave 13ml/hr instead of 5ml/hr. Pt received post-incident check-bp. Pulse, and respiration were satisfactory." The customer reports "no injury" to pt.